Event description:
It was reported by service report that the power coil cable was damaged with exposed wires. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report. See scanned page.